Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the battery charger/modem was unable to power on. The cause for the failure was isolated to the defective power supply. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power on.